Manufacturer narrative:
The customer reported that during a center of rotation (cor) 90 calibration, the gantry rotated in the opposite direction, and did not stop until the hard limit was reached. This occurred during a pm (preventative maintenance) service visit. The philips field service engineer (fse) attempted to reproduce the issue but was not able to. The fse proactively replaced the gantry roll pot bracket. Engineering determined the probable cause of the issue is a software issue. They system is in clinical use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported that during a center of rotation (cor) 90, the gantry rotated in the opposite direction, and did not stop until the hard limit was reached. This event is currently under investigation. Based on additional information this complaint is reportable. The reported malfunction has the potential to cause serious injury. This issue has been determined to be a reportable event.